Manufacturer narrative:
The implant has not been returned for eval, therefore, a visual inspection has not been possible. The batch info has not been provided, therefore, it is not possible to review the manufacturing history records. Requests are being made for add'l info and a supplemental report will be provided if this info is received.

Event description:
It was reported by the surgeon that a pt required a revision procedure for an unk reason.

Manufacturer narrative:
The patient underwent successful revision of the distal femur. A definitive root cause of the loosening has not been identified, however loosening can be a well-known mode of failure for orthopaedic implants, which may occur as an early or a late complication. The observed stem loosening could be as a result of patient factors such as trauma, obesity, activity levels, disease progression and/or surgical techniques and not necessarily related to the device itself. There were no reported complications resulting from the revision surgery. There is no indication or evidence available at this time to suggest that there was a non-conformance. Should additional information become available the investigation will be re-opened and re-evaluated. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2014-00201 ((B)(4)) it was reported by the surgeon that a patient required a revision procedure for an unknown reason.